Manufacturer narrative:
(B)(4). Batch # n90v12. The device was received with the upper jaw detached not returned and with the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the probe was taken out from the sterile pack and once when it was used across the ifb ligament the jaw of the enseal broke into two pieces. However, the broken part was taken back from the patient body. There were no adverse consequences for the patient.